Event description:
Related manufacturer reference number: 2017865-2022-22178. It was reported that the patient presented in clinic. Device interrogation revealed loss of capture and r-wave amplitude variation on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to explant and replace the lead. During the procedure, the implantable cardioverter defibrillator (ICD) set screw was loose, so the ICD was explanted and replaced as well. There were no patient consequences.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while loss of capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts.